Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note; manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer initially reported complaint for e-3 error. Wife is calling on behalf of the customer. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 475 mg/dl using truemetrix meter. Customer was asked about the result and customer then stated that the meter had previously read hi. A second blood test was not performed, customer was not fasting. The customer's expected fasting blood glucose test result range is 100 -130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/17/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (customer is not concerned with any of the results): (B)(6).